Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no:2015691-2021-05713. The date of the events is unknown. Lvot obstruction is usually due to inaccurate deployment (too ventricular) and is generally a result of use error or a combination of patient and procedural factors. In some cases, this would not cause hemodynamic compromise but may result in an increased lvot gradient. In other cases, this could result in clinically significant hemodynamic compromise in this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. Based on the limited information provided in the article, the cause of the lvot obstruction is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference: hellmuth s. Weich, thadathilankal jess john, lloyd joubert, ''dynamic left ventricular outflow tract obstruction post transcatheter aortic valve replacement'', the american college of cardiology foundation (2021).

Event description:
As reported from our affiliates in (B)(6), per article. ''Dynamic left ventricular outflow tract obstruction post-transcatheter aortic valve replacement'', a 29mm sapien xt valve was implanted in aortic position via transfemoral approach. There was a superior displacement of the valve which embolized towards the descending aorta. A second valve was implanted. Post 6 weeks, the patient reported worsening dyspnea. A left ventricular outflow tract (lvot) obstruction was observed. A right ventricular pacing was implanted, achieving a reduction in lvot obstruction.this report is for lvot.